Event description:
It was reported prior to use the bd vacutainer® k2e 5.4mg plus blood collection tube had a stopper pop off. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter address: (B)(6). E1. Initial reporter facility name: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to use the bd vacutainer® k2e 5.4mg plus blood collection tube had a stopper pop off. There was no health impact or consequences reported.

Manufacturer narrative:
H.6. Investigation summary: bd received 2 videos from the customer in support of this complaint. These videos was unable to be reviewed, because they could not be opened. Additionally, retention samples from bd inventory were visually and functionally evaluated: - no issues were identified upon visual inspection - all retentions tested within specification based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes - disfigured product, and stopper pop-off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.